Event description:
It was reported that the patient's implantable cardioverter defibrillator could not be interrogated via the home transmitter's radio frequency (rf). There were no patient consequences.